Manufacturer narrative:
Follow-up #1 date of submission 07/12/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no damage or moisture found to the battery compartment or battery cap. The battery was not returned with the pump for investigation. There was no activity related to the complaint observed in the black box or download history. The last "low battery" warning occurred before the black box started and therefore, no battery alarms were observed in the black box history. The pump was booted to the verify screen with the appropriate auditory and vibratory alarms. The pump was tested with an external power supply and the electrical currents were found to be within specification. The pump cover was removed and no moisture was found inside the pump. The power flex, battery connections and internal components were tested with no defects found. The reported overheating issue was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas to report that on occasions the pump felt hot to the touch and has noticed with the last 2 battery changes that the battery was warm. The patient reported that she has had pump approximately 2 to 3 months. The patient denied any visible damage to the pump or any signs of corrosion on the battery or in the battery compartment. There was no reported patient impact associated with this complaint.